Event description:
It was reported that a pt exhibited a potential radiation burn on their mid-thoracic back 6 months after undergoing right/left heart catheterization and percutaneous transluminal coronary angioplasty/stent procedures. A prolonged radiation exposure was required due to the pt's weight, large chest, and the location of the lesion at the bifurcation site. In addition, the presence of the thrombus led to the need to use cigna angios for visualization during the long procedure. The pt was discharged 2 days after the procedure without complaint of skin irritation. The potential radiation burn was noted by a hcp at a second hosp 6 months later.